Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the main keypad would function intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.